Event description:
Patient undergoing laparoscopy procedure when significant amount of bleeding was encountered on the left side of retroperitoneum. 12mm trocar placed in umbulicus. 5mm placed under direct visualization. 10mm trocar placed on left side wall. Trocar passed through mesenteric small bowel and lacerated lateral side common iliac artery/vein.vascular surgeon called, left iliac vein repaired. Gore-tex graft to artert. Patient discharged 9 days later in stable conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.